Event description:
Allegedly, patient was revised due to mom complications: fretting and corrosion on neck; pseudo tumors and adverse tissue reactions; increased fluid and evidence of wear debris. Right

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00993, -00994.

Manufacturer narrative:
Complaint database was reviewed and no item or lot specific issues were identified and trending is ongoing for conserve products. Risk assessment has been initiated and is in process.